Event description:
A piece of the surgifoam became lodged and moved through the pt's internal mammary artery near the sternum then into the vertebral and subclavian arteries causing the basilar artery occlusion and the pt to have a stroke.